Event description:
Procedure: laparoscopy. According to the rptr: whilse using the device, the retractor broke and four plastic pieces became detached from the retractor. All four pieces were retrieved.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.